Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted and pulled in a distal direction. There was no damage observed on the distal tip. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 30apr2021. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 2.50 x 32mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.